Manufacturer narrative:
The country of origin is (B)(6). The most recent qc and calibration test had acceptable results. The centrifugation spin speed was found to be faster than most manufactures recommend. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received l elecsys ca 19-9 immunoassay results, for 3 samples, from the cobas e 411 rack immunoassay analyzer. 1 of the 3 sample results provided are a reportable malfunction. The initial result was 2.39 u/ml and the retest results were 178.6 u/ml and 175.4 u/ml. The result of 178.6 u/ml was believed to be correct. The questionable results were not reported outside the laboratory. The reagent lot number was 375128 with an expiration date of 30-apr-2020.